Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer blood glucose level was 535 mg/dl. Current blood glucose level of customer was 486 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had ran out of insulin. Insulin sensor had change sensor and sensor updating alert. Insulin pump will not be returned for analysis.